Event description:
It was reported that the patient was ¿real sick¿ and had been in the hospital for 20 days due to his heart. The patient reportedly ¿fell out¿ (confirmed to mean passed out) on (B)(6) 2014 and was in the hospital for 18 days. It was noted that they wanted to do an MRI to see if there was any internal bleeding. It was noted that the MRI may be related to the device therapy. It was further reported that the patient had a blood infection and one doctor thought it was more than likely related to the implant and another doctor said they were not sure. It was noted that an MRI of the head/brain was also wanted to see if the patient had a stroke. It was then reported that on the day of the report the patient fainted or passed out while at the doctor¿s office. It was noted that it had happen twice that day. Once at the doctor¿s office and once when getting out of the shower. It was noted that they are not sure what is going on with the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n364020, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).